Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a needle retraction issue. No additional patient or event information is available. No product or data was provided for evaluation the reported event of needle retraction issue was not confirmed. A root cause could not be determined.